Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functional testing) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connectors j1002aa on the defibrillator pca board. The cause for the failure was isolated to oxidation on inter-pca connector j1002aa. The oxidation build-up on the tin connectors increased the resistance, causing the failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functional testing.